Manufacturer narrative:
H11: as the serial number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the encor foot pedal vacuum button was not working during two mammogram procedures. During the first procedure, the user forgot that the encor driver also had the vacuum button, so the user skipping the vacuuming after sampling which caused a 2.3 cm hematoma. During the second procedure, after they saw another hematoma for the second patient, then they used the vacuum button on the encor driver and was able to remove the additional fluid in the breast. Because of this the second patient hematoma was not as significant. As the enspire sn (B)(6) was used during both procedures, and it is unknown whether the foot pedal or the enspire caused the issue. It was identified that encor enspire sn (B)(6) and encor foot pedal sn (B)(6) were both used together as a system during both events listed above. There was patient injury during the two events since both patients were presented with hematomas. However, the current status of the patient is unknown.